Event description:
Per the audiologist's report, a post-operative CT scan 1 day after cochlear implant surgery showed that this pt's electrode array was inserted into the vestibule rather than the cochlea. The surgeon explanted the device in 2006 and reimplanted the pt the same day with a new device.

Manufacturer narrative:
This is a final report.